Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. Mild vessel tortuosity and calcification were noted. It was reported that the patient present emergently with right leg ischemia. An enterectomy to the femoral artery as well as a fem-fem bypass was performed. This reportedly resolved the event. The physician stated that the cause of the event appeared to be narrowing at the distal end of the right iliac limb as well as severe peripheral vascular disease. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.